Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that ""the tubing on the 3-way stopcock ruptured just before the luer-lock connector during the injection of contrast medium during a CT scan; this is the second such incident in 15 days. The contrast medium continued to be injected, staining the patient, and there was blood reflux into the vvp; apart from that, the patient was unharmed. Valves concerned in the injection sets, same batch number. ¿probably due to the pressure and viscosity of the contrast medium, but the extension tube really does appear to have ruptured.¿ the valves were discarded as they were contaminated. No devices available from the supplier! Only packaging."" When did the incident occur? During use short description the tubing on the 3-way stopcock ruptured just before the luer-lock connector during the injection of contrast medium".